Event description:
It was reported that pump displayed alarm 20 during insulin delivery and cartridge alarm continued to recur even after attempted troubleshooting. There was no adverse impact to the customer's blood glucose level. Customer was assisted with loading new cartridge, was unable to resume insulin therapy with affected pump, and then received replacement pump from distributor, with instructions provided for storage and return of problematic device.